Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ruptured device. The device was explanted. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, red particles and missing orientation dot. A visual and microscopic analysis was performed which identified creases fold, sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening missing orientation dot due to inconclusive.

Event description:
Physician reported ruptured device. The device was explanted. Left side.